Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. After predilation was performed, a 12 x 4.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and stent moved on balloon.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the 2 most proximal stent rows were raised outwards distally from the balloon and damaged. In addition, the stent was partially expanded along its length and had moved distally on the balloon so the distal end of the stent was now located approximately 1.5 mm distal to the distal end of the distal markerband. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).